Event description:
The customer reported a malfunction on the pump, indicated by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted in doing so, which resolved the issue as the malfunction code did not recur. It was advised that the customer could continue using the pump and to contact support if the issue reappeared.